Event description:
Fastake meter was giving an error message. The day prior to the inital call, the pt was work at 11 am. They tested on the subject meter and received a result "around 53 mg/dl" they did not have any symptoms at this time. They misinterpreted this result to be "53 mmol/l" (although the fasttake meter does not read this high in mmol/l unit of measure). They took 15-18 units of humalog based on the misinterpreted result. Around the same time, their family member called them and noticed that the pt was "not sounding like themsleves. The family member had the pt pass off the phone to a co-worker and advised the co-worker to call 911. The family member asked the co-worker to test the pt's blood on the subject meter. Since the co-worker was unfamiliar with the testing procedure, the meter displayed an error message (exact error message is unknown). The paramedics arrived about 1/2 hour later and they tested the pt on the emt meter. The result was "very low" (exact result is unknown). The pt was treated with a glucose injection and was fed a sandwhich and cookies. The pt felt normal after about an hour. The paramedics attempted to compare their emt meter to the pt's meter and it was then that they noticed that the meter was in the wrong unit of measurement. (It was in mg/dl instead of mmol/l). The pt's diabetes medication regiment incoude 35 units of nph at night, and they also took insulin whenever their sugars tested high". During troubleshooting, the error message issue was not resolved. It was also verified that the pt did not accidentally change the units of measurement in the meter's setting. The pt also confirmed that there has been to trauma to the meter. Theere is evidence that the pt experienced injury due to the product. The subject meter was in the wrong unit of measurement and the pt had a serious injury due to administering extra insulin based on the misinterpreted result on the meter. Therefore, this case is reported as na adverse event. A replacement meter was sent to the pt.